Event description:
It was reported that prior to a stent placement procedure, while flushing, they attempted to take the guard and the stent allegedly came off the balloon. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation.the investigation is inconclusive for the dislodgement and packaging issues reported.the definitive root cause for the reported dislodgement and packaging issues could not be determined based upon information received from the field communications. Labeling review: the instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. H10: d4 (expiration date: 08/2021),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 08/2021).

Event description:
It was reported that prior to a stent placement procedure, while flushing, they attempted to take the guard and the stent allegedly came off the balloon. The procedure was completed using another device. There was no patient contact.